Event description:
It was reported that a new tracheostomy tube (pediatric ID-3.5, od-5.3, length- 40) was opened at patient bedside. Upon testing the cuff-there was a leak noted and a crack at the exterior cuff where it meets the flange. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information from investigation site: returned device does not match what was reported: the reported part number and lot number was for a standard product. What was returned was a custom product. Lot numbers for custom products begin with two alpha characters followed by six numeric characters.

Manufacturer narrative:
Other, other text: h10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection by the naked eye under normal plant lighting did not reveal any anomalies. Functional testing found a leak was detected near the inflation line junction to the shaft. Manipulating the airway line away from the shaft revealed a tiny hole. The root cause of the reported issue was found to be manufacturing - insufficient adhesive was applied in this area, which allowed an opening to form when the inflation line was manipulated. A quality alert was issued to the production floor to heighten awareness of the concern to the operators. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: device serial number/lot number is unknown h4: device manufacturing date and d4: device expiration date could not be determined.